Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and performed visual inspection. One of two sensors was found with a broken cannula electrode, missing broken part. The remaining sensor was performed bicarbonate buffer test and sensor failed per specification with low readings. Also found cannula bent. Unable to confirm if customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that she received a bad sensor after a second consecutive calibration error. The customer had issues with the transmitter. The transmitter did not blink when she connected it to the sensor. Customer's blood glucose level was 112 mg/dl. The sensor was crinkled. The customer was advised that the device would be replaced and agreed to return the product for analysis.